Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead dislodged post implant. Attempts to reposition the lead were unsuccessful. The physician selected a different target vessel and was able to successfully reimplant the lead. No adverse patient effects were reported.